Event description:
It was reported that the touchscreen of this programmer was not responsive, and the screen froze after interrogation. No adverse patient effects reported. This programmer was being returned. The touchscreen allegation was not confirmed by testing or analysis due to product has not yet received, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.